Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device was sent to infusystem for recalibration, upon servicing infusystem noted that pump was defective due to error code 77. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with the syringe window having a large crack. The customer stated problem was duplicated. Further inspection found that the syringe window has a large crack on it that may have been the cause of the water damage. The pwa (printed wiring assembly) board was found to have corrosion and cause the system fault 77. The pwa board was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.